Event description:
Device report 1 of 2: ref MFR report: 1627487-2012-09914. It was reported the pt underwent surgical intervention to explant her entire scs system due to experiencing pain at the lead site and discomfort at the ipg pocket site due to its size. The explanted products were discarded by the facility. No pt complications were reported.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.